Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model with inserts. Gauge pin(s) are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.

Event description:
On (B)(6) 2015, the doctor had the patient come in for surgery. Before usage of the anatomage guide began, he was to perform an extraction on site #29. During the extraction, he broke off the buccal plate. Thus, he proceeded to graft the patient and then closed up the patient. The guide was not used at all. On (B)(6) 2015, the doctor had the patient come in again for surgery. By now, the graft should have already healed. He proceeded to lay a flap and used the guide for surgery. As he was drilling, he noticed the trajectory was too buccal and the drill perforated the buccal plate. He then grafted the patient a second time and closed up the patient.